Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (400 mg/dl). Customer delivered a correction bolus and used manual injections to treat elevated levels. System check was performed with tandem technical support and the pump performed as intended. Customer indicated that pump settings would be discussed with the diabetes educator.